Event description:
A discordant hcg result was obtained for one patient on an immulite 2000. The customer was using the assay for an unsupported application, monitoring of trophoblastic disease. The customer was aware that this application is not supported. The customer analyzed the sample neat, and then performed a manual offboard dilution x16. The printout stated that a x16 dilution was recorded, but the customer did not believe that the system calculated the result correctly, and manually multiplied the result by 16 and reported that result out of the lab. Additionally, the customer was using neat diluent for preparation of offboard dilutions, despite having been advised that this is an unsupported use of the diluent.

Manufacturer narrative:
A siemens field service engineer (fse) was visiting the customer for a periodic maintenance when the customer told the fse of the discordant hcg values. The fse checked the instrument and did not find any issue related to the lower diluted results for hcg. The fse repeated the sample with a manual x16 dilution factor. Results were as expected and not comparable with the initial customer run. The fse concluded that the incident was caused by operator error related to not following proper procedures. Additional operator error occurred when the customer assumed that the software did not take into account a manual dilution factor, when in fact it did.